Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
Event description: the physician implanted a visi pro balloon expandable stent during index procedure, for treatment of a lesion in the right iliac. Approximately 16 months later the patient complained of pain. The patient underwent stenting for treatment of restenosis. The event is reported to be related to study device.